Event description:
It was reported that during an unknown procedure, the cover of the endoscope was found off the scope and into the patient's lumen that was retrieved using a rat tooth forceps. No further harm to the patient was reported.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00151. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to patient identifier (B)(6) .

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.